Manufacturer narrative:
The reported footswitch was returned for investigation. The reported failure on the returned footswitch could not be reproduced. The footswitch functioned as intended.

Manufacturer narrative:
Additional testing was completed on the returned footswitch. An additional mechanical investigation was performed and found that the plastic keys that are intended to align and secure each footswitch half to the control box were broken. This could cause misalignment or possibly allow for large particles of debris to become trapped in the contact area and cause a footswitch malfunction.

Event description:
It was reported that the c-arm moves completely down without user action. No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.